Event description:
It was reported that after various reprocessing cycles, rust forms on the carbon dioxide connection of the subject device's optic rinsing bottles. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: metal tip is worn and corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.